Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm test error test, rewind, basic occlusion, occlusion, prime/compromised force sensor alert and excessive no delivery test due to buttons not responding. No moisture damage on the liquid crystal display board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with broken battery tube threads, broken reservoir tube lip and broken battery cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 192 mg/dl at the time of the incident. Customer stated that there was a crack on the reservoir compartment and on the battery compartment. Customer reports fluid in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.